Event description:
It was too tight to insert endcaps into the versanail tibial nail during surgery. The surgery was completed with another endcap. The time of surgery was extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.